Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that as a perfusionist was about to prime the device, in preparation for a subsequent cardiovascular perfusion, visual inspection revealed a particle appearing as a white flake, in the bypass-tubing component of the device. It is presumed that the device was removed and/or replaced from the circuit, although this was not explicitly stated in the report. No pt sequelae were reported.

Manufacturer narrative:
The model number and/or catalog number of the device listed in the medical device report. The final results of any failure analysis or laboratory testing of the device listed in the report(s) including: a complete description of methodology(ies) used, an identification of the failure mode(s) and/or mechanism(s) and the associated components(s) involved, any conclusions based on the final failure analysis or laboratory test results. The methodology utilized was a visual examination of the morphology of the particle. The particle was identified as being composed of the same material as the media of the device. It was concluded that the fragment was generated during the cutting operation of the media. No specific root cause, however, was identified. A copy of all current labeling for the device, including directions for use, caution statements, technical manuals, and product performance reports. Provided as a separate email attachment. Description of any design changes or modifications in the device since first marketed that may be related to the event including any sterilization changes, if applicable, and the date of the changes. There appear to be no design changes in the device since first marketed that may be related to the event. The product was not distributed sterile. It is unlikely the customer's sterilization process contributed to the event. Please provide the total number of devices manufactured and distributed for the last three years by year for the device indicated in the medical device report. (Units distributed to end-customers) year: 2005, 2006, 2007. If the patient or device problems (including any failure analyses) noted in this report are part of a trend analysis, please provide a complete list of all related MDR access numbers, as well as the basis for their inclusion in the trend, e.g. Common clinical presentation/observation, common component, common manufacturing process, known failure mode, etc. The basis for inclusion in the trend report is the observation of particle(s), the composition of which was common to the device product family's materials of construction. 2647898-2006-00002, 2647898-2006-00006, 2647898-2006-00008, 2647898-2007-00001, 2647898-2007-00007, 2647898-2007-00006, 2647898-2007-00004, 2647898-2007-00005, 2647898-2007-00013. Please provide labeling in an electronic format. We have received several complaints of particles. How many total complaints have you received? Please also provide a breakdown by year. In the evaluation section, provide the root cause and any actions taken. Where is this device manufactured? It was concluded that the particle (media fragment) was generated during the cutting operation of the media. No specific root cause, however, was identified. This device, and all others identified in this response, was manufactured. Subsequently, the product line for this product family was transferred to another of the firm's facilities. During the oq and pq for the newly located production line, the issue of particulates and media-related particulates was scrutinized. The qualification was successful. There have been no subsequent reports of this nature from product manufactured at the new site. Where is it sterilized and packaged? Device was previously packaged at and sterilized at the steritech facility. Device is currently packaged and sterilized at the sterigenics facility. Unless substantially significant information becomes available, this constitutes a final report.

Manufacturer narrative:
The involved device was returned for investigation. A review of the manufacturing history for the reported lot number revealed that this lot was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations that would have contributed to the reported deviation.examination of the returned device concluded that the free particle was derived from the filtration media of the device. This may be related to a media-cutting stage of the manufacturing process. The manufacture of this device has been transferred to a different facility where this issue will be monitored during the validation of the line prior to the start of shipment of product. Summary: the reported problem was confirmed. Unless substantially significant information becomes available, this constitutes a final report.